Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had 2 sensors that bled lot and had blood at site. Customer stated that they received medical treatment as a result of the site issue. The sensor will not be returned for analysis.